Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion mechanism did not function as expected. The user reported that occlusion was originally set during priming of the device using a water column. However, it was noticed that the occlusion did not remain in the set position once the procedure had started, and needed to be set tighter each time occlusion was adjusted. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.